Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information reported the pump was repositioned to the right buttocks on (B)(6) 2014. It was resolved without sequelae on (B)(6) 2014.

Event description:
It was reported during a scheduled refill, the patient reported pain at the pump site. An examination was performed, and it was determined the pump had flipped within the pocket. The severity of the event was considered mild. The healthcare provider manually flipped the pump back into position in order to refill the pump on (B)(6) 2014. The pump was used to deliver dilaudid, gablofen, and clonidine. The event outcome was reported as ongoing. If additional information becomes available, a supplemental report will be submitted.